Event description:
It was reported that the 2.75x33mm xience xpedition otw stent delivery system (sds) was advanced to the lesion and inflated to deploy the stent implant. During post-dilation with a 3.0x15mm nc trek otw balloon dilatation catheter (bdc), a vessel dissection occurred. Intravascular ultrasound (ivus) was performed; however, the 2.75x33mm xience xpedition stent implant could not be found anywhere in the patient's anatomy. The 2.75x33mm xience xpedition stent implant was found to have dislodged prior to use in the protective sheath. A non-abbott sds was used to successfully treat the vessel dissection and the target lesion. There was a reported clinically significant delay in the procedure due to the stent dislodgement. There was no additional information provided.

Manufacturer narrative:
(B)(4). The additional xience xpedition otw device referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effect of dissection, as listed in the non-compliant trek over the wire global, instructions for use is a known patient effect. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.